Manufacturer narrative:
Initial and final MDR (B)(4).- device 2 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that tha patient faced device and needle issues with three (3) infusion sets on (B)(6) 2025. It was also reported that the tubing over the needle was sticking out too far causing it to extend into tubing area. The issue occured during the insertion process while cocking the spring. The patient replaced infusion set and resumed insulin successfully. No further information available